Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the device exhibited wear and tear consistent with the significant field age. Sharp burrs were noted to have formed in the trigger window of the frame. The handle was intact. No other damages were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported handle was cracked when returned to office. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.